Manufacturer narrative:
No sample is available for evaluation. If additional information becomes available, a supplemental report will be submitted.

Event description:
The event occurred on an unknown date, and involved a primary plum set that leaked paclitaxel during an infusion. The medication did make contact with the patient, but they had no immediate issues. The exposure was managed by nursing. There was no hole, cut, tear, or any defect noted. The customer stated they discovered that the recalled lot number was still in circulation. No additional information was provided.